Event description:
Reportedly, the smartview connect could not be paired with a pacemaker and a new one was used without any problem.

Manufacturer narrative:
Analysis summary: upon reception, the returned smartview connect was tested and the reported behavior was reproduced, since it was not possible to connect to the network. Analysis of the expert files confirmed that all communications with the back office failed during the pairing attempt, due to a network problem. It was confirmed that the sim card was working correctly. As mentioned, the implant was successfully paired with another smartview connect. Therefore, it can be suspected that the issue is related to an incorrect sim card positioning or a hardware problem with the smartview connect itself. Based on the available data, no malfunction is suspected in the smartview connect app. In future, if a similar problem occurs, the sim card can be removed and reinstalled in its original position.

Event description:
Reportedly, the smartview connect could not be paired with a pacemaker and a new one was used without any problem.